Manufacturer narrative:
Device was returned in the deployed state with the pink slide insert seen through the viewing window; however, the exposed portion of the soft cannula was not visible. Closer inspection of the soft cannula assembly found the soft cannula to be torn and shortened. The time and cause of the damage to the soft cannula could not be determined. The download data indicates that the pod completed both its first and second priming sequences. No damages or defects were found to the needle mechanism that would result in the cannula not deploying. Although no issues were found with the needle mechanism, the cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle and cannula did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were affected, reaching up to 300 mg/dl, and the pod was not worn.